Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary placement signal issue: the cause of the placement signal issue was not determined without returned product investigation and sufficient clinical details, including data log.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 72 year old male on an impella cp for support during a high risk cardiac procedure. During the procedure, the physician had difficulty with guide placement. While manipulating multiple different guides, the impella began to display erratic placement signal readings and waveforms. This was felt by the physician to be interaction with multiple guides and the optical sensor. He was not concerned as adequate flow was maintained throughout and seemed to return to normal once he achieved adequate guide placement. Case was completed and patient explanted without issue.